Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately tortuous and 80-90% stenosed anatomy/other devices and/or inadvertent mishandling resulted in the reported tip material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left circumflex (mlcx) artery with 80-90% stenosis and moderate tortuosity. A non-abbott guidewire was repeatedly attempted but failed to cross the lesion and reached the distal segment. The hi-torque (ht) balance middleweight (bmw) universal ii guidewire was then used and successfully advanced without issue. After completion of the procedure, the guidewire was simply removed without resistance, but the distal tip of the guidewire was noted to have fractured separating into two pieces outside the anatomy. The procedure was completed at that point. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.